Event description:
Adverse event(s): "suture-related keratitis following cataract surgery" (keratitis). Product problem(s): "no device problem reported" (no known device problem). A literature report reported suture-related keratitis, following cataract surgery, caused by (B)(6). Attempts have been made to contact the author for add'l info but no response has been received to date.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).